Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that patient faced infusion set fell off event on (B)(6)2024. The infusion set was in use for 2 days. The glucose level at the time of incident was below 258 mg/dl. No further information available